Event description:
Pt had left tmj fossa implanted. Jaw opening has decreased significantly and pt is in a lot of pain. Face, nose and ears hurt all the time and scalp is tender. After receiving implant, pt was unable to stay employed. Pt has also developed hypersensitivity to fragrances and has severe food allergies. Oral surgeon is recommending the implant be removed. The pt's right tmj is not in poor condition due to the left device, so pt will most likely face bilateral tmj surgery in the near future.